Event description:
During the endoscopic vein harvesting the scope did not completely fit into the retractor or disector. The visualization was inadequate therefore the case was performed open instead of endoscopically. 1/2/97 the instruments were in the ftv01.